Event description:
It was reported to boston scientific corporation that a jagwire guidewire was used during an endoscopic retrograde cholangiopancreatography procedure. The exact procedure date is unknown, however, it was reported that the procedure was performed in april. According to the complainant, during the procedure, the distal tip of the jagwire detached inside the patient, exposing the tip of the metal corewire. The detached tip was not retrieved. The procedure was not completed due to the event. There were no patient complications reported as a result of this event. The patient's condition was reported to be stable.

Manufacturer narrative:
The exact age of the patient is unknown however it was reported that the patient is over 18 years old. The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. However, the complainant reported that the device was not expired. (B)(4) for the reported event of distal tip detached exposing the metal corewire tip. The complainant indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.